Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the proximal end (in the housing). As a result, loose grip cable is observed at the distal end. No damage to the grip tips were observed. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. No thermal damage was observed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal with lymphadenectomy procedure and after a few hours, the tip of the maryland bipolar forceps instrument was broken. There was no patient injury and a delay of less than 15 minutes.